Event description:
It was reported to boston scientific corp that during a pelvic floor repair procedure using an uphold vaginal support system, the suture from one of the mesh legs snapped in half while the physician was trying to pull the leg through the ligament. The suture (with attached bullet at the end) detached outside of the pt, and were caught inside the capio device. The physician used a free-standing suture to complete the procedure, with no complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the uphold mesh was implanted, and the detached suture piece was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.